Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Updated section h4 (device manufacture date).

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the patient received the inferior vena cava (ivc) filter due to a history of breast carcinoma with recurrent bilateral lower extremity deep vein thrombosis (dvt) and multiple pulmonary emboli (pe); the patient was on home coumadin when developed recurrent pulmonary embolism as well as dvt. The optease ivc filter was deployed just below the level of l2. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and sixteen days post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports pain in the lower extremities, stress, anxiety, depression, loss of energy, decreased/impaired mobility and development of other cardiac health issues.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter and the resultant symptoms. According to the information received the patient became aware of the reported events approximately ten years and sixteen days post implant. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports pain in the lower extremities, stress, anxiety, depression, loss of energy, decreased/impaired mobility and development of other cardiac health issues. According to the medical records, the patient received the inferior vena cava (ivc) filter due to a history of breast carcinoma with recurrent bilateral lower extremity deep vein thrombosis (dvt) and multiple pulmonary emboli (pe). Despite being on coumadin, the patient developed recurrent pe and dvt. The filter was placed via the right common femoral vein and deployed just below the level of l2. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified, nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and discomfort of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Depression, pain, decreased mobility and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.